Event description:
The following information was obtained through the clinical study (B)(6): it was reported the physician implanted a 25mm gore® cardioform septal occluder on (B)(6) 2019. On (B)(6) 2020, the patient presented with atrial fibrillation. The patient was admitted to the emergency department from the cardiology clinic. No hospitalization was required. The patient was started on amiodarone and xeralto.